Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information (no logs or no information about faulty part) as the initial description might have underlying causes, which represent a reportable event. There were no additional details provided. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/01/2020, corrected manufacture date: 07/08/2020.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. :(B)(4).